Event description:
It was reported that during routine inspection, the cs300 intra-aortic balloon pump (iabp) unit had a damaged IV pole locking shaft. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component code, investigation conclusion). Additional information: e1(event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the ((B)(6)) shaft, IV pole self-locking sleeve, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.